Manufacturer narrative:
(B)(4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as 1527460-2011-00093 and 1527460-2011-00094. The complainant reported an under-delivery. The 700 ml of nutritional product was hung to infuse overnight. The pump only delivered 50 ml when the feeding was checked in the morning. (Rate and time frame were not provided.)